Event description:
Consumer alleges the chair allegedly caught on fire at the remote where the wires go into the remote of the chair

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
(B)(6) 2024 - job # 161230 - we received the part and I called the customer a few minutes ago to set up an appointment. He proceeded to inform me that he ordered the part online and fixed it himself.

Event description:
Consumer alleges the chair allegedly caught on fire at the remote where the wires go into the remote of the chair.